Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined from the films provided. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy, including access vessel morphology, could not be performed. Post-implant CT¿s were also not provided. The reported inaccurate placement of the proximal navion device was confirmed; however, the exact cause could not be determined from the videos provided. It is possible that the proximal end of the device became caught on the capture fitting during tip release, leading to the unintended distal displacement. The returned film revealed that just prior to tip capture release the guidewire and delivery system appeared to be biased against the greater curve. It is possible that there was forward pressure on the delivery system that was not sufficiently relieved prior to tip release. The potential interaction of the capture fitting with the internal stent may have been mitigated by relieving the forward pressure until the wire came off the greater curve. Other unknown anatomical, procedural, or a possible device issues cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. The cause of the inability of the valiant captivia to reach the intended location, leading to the reported sheath break and resulting iliac artery rupture, also could not be determined. Images during this event were not provided and the access vessel anatomy could not be assessed. It appears likely that this was anatomy related; due to the reported iliac artery tortuosity and pre-existing dissection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 250mm diameter thoracic aortic type b dissection. The patient was reported to have tortuous access vessels. It was reported that the first valiant navion stent graft was successfully implanted in zone 4. A valiant captivia was used next for precise delivery. Due to the tortuosity of the access vessels the valiant captivia stent graft couldn't be delivered proximally as planned and as it would only reach distally it was removed from the patient. On removal of the device it was noted that the outer sheath of the delivery system was broken. Though it was attempted to advance again, it would not torque and so was again unable to reach the target site. It was removed again from the patient, at which point the patient's blood pressure dropped sharply. Iliac rupture was confirmed and intervention to resolve the rupture was performed with an endurant limb. To finish the procedure successfully, another valiant navion was implanted finally. It was reported that while implanting the second navion, it moved more distally than was predicted when the tip capture was release at the level of the lsa. There was noted to be a bird beak shape on the lesser curvature that allowed blood flow to the primary entry of the dissection and so the patient will require monitoring for potential further interventions required. As per the physician,the cause of the event was anatomy related. It was noted that there was a dissection site in the access route and including the false lumen diameter the full vessel diameter was 20mm. It is thought that tension was applied by the wire in the direction of the false lumen and while trying to get the device to the distal aortic arch, it deflected in the iliac artery and caused the outer sheath to break. As per the physician there was no defective issue with regard to the outer sheath break. The cause of the inaccurate delivery of the second valiant navion was not determined. No additional clinical sequelae were reported and the patient will be monitored.